Event description:
It is reported that the device was implanted in 2008, for a distal tibia fracture. The device was revised four months later, due to the plate breaking.

Manufacturer narrative:
This report will be amended when our investigation is complete.